Event description:
As reported, there was a small hole at the base of the balloon on a 6 mm x 8 cm saber percutaneous transluminal angioplasty (pta) balloon catheter. There were no reported injuries to the patient. This was during a peripheral interventional procedure. The device will not be returned for evaluation.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: b4, b5, g3, g6, h1, h2, h3, h6, and h11. Complaint conclusion: as reported, there was a small hole at the base of the balloon on a 6mm x 8cm saber percutaneous transluminal angioplasty (pta) balloon catheter. There were no reported injuries to the patient. This was during a peripheral interventional procedure. Additional information was requested but was not provided. The product was not returned for analysis. A review of the manufacturing documentation associated with lot 82313952 presented no issues during the manufacturing process that can be related to the reported event. Based on the limited information provided, it is not possible to draw a conclusion about a clinical relationship between the device and the event. Without the return of the device for analysis, the reported customer complaint of ¿balloon frayed/split/torn¿ was not evaluated. With the limited information provided, without the return of the device, and with no procedural films, the cause of the reported event could not be determined. It is possible that factors related to the procedure, handling, and/or patient anatomy contributed to the reported event. Users should inspect for any signs of damage prior to and during use. Any product with damage should not be used. Based on the device history record review, there is no indication that the event is related to the device design or manufacturing process. Therefore, no preventative or corrective actions will be taken at this time.

Event description:
As reported, there was a small hole at the base of the balloon on a 6mm x 8cm saber percutaneous transluminal angioplasty (pta) balloon catheter. There were no reported injuries to the patient. This was during a peripheral interventional procedure. Additional information was requested but was not provided. The device will not be returned for evaluation.